Event description:
A surgeon reported that valved cannulas leaked during a procedure, which was completed with no harm to the patient. This is the third of three reports for this facility.

Manufacturer narrative:
The investigation is in progress. Samples have been returned, but have not yet been evaluated. A root cause has not been identified. (B)(4).

Manufacturer narrative:
Three trocar cannula and hub assemblies were received for evaluation. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. During the visual inspection it was observed that the silicone septum appeared to be deformed. An exact root cause could not be determined as to why the slit in the silicone septum remained open. An internal investigation has been opened, and corrective action has been initiated to address a trend that has been identified for valved trocar slits in the silicone septum being deformed. (B)(4).

Manufacturer narrative:
The correct manufacturing report number is 16440019-2013-00160. It was previously submitted as 1119421-2013-01205. Report was mailed to the FDA on (B)(6) 2016.